Event description:
It was reported that a revision surgery was performed due to pain. Liner and head exchanged.

Manufacturer narrative:
Additional information: a1, a2, a4, d2, d6, d7, d11, g1 and g5.

Manufacturer narrative:
It was reported that a hip revision surgery involving a liner and head exchange was performed. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 liner, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the r3 liner and modular sleeve. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. It was reported that the revision was performed due to pain. However, no medical records have been received on this complaint. Without any supporting medical evidence, the reported event cannot be assessed and a thorough medical assessment cannot be performed. Upon receipt of medical/clinical records, the clinical task will be re-opened and assessed at that time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.